Event description:
It was reported that an inaccuracy between the Continuous Glucose Monitor (CGM) and the Blood Glucose (BG) meter occurred. The wearable was inserted into the arm on (b)(6) 2026. On (b)(6) 2026, it was reported that the patient experienced inaccurate CGM values where the CGM reading was 90 mg/dL and the patient called paramedic since he didn´t have any BG fingersticks. No medication was provided. The paramedics took a BG reading which was 302 mg/dL. The patient was transported to the emergency and admitted for 4 days and was diagnosed with Covid. The patient was treated with IV insulin. At the time of the report the patient was fine. No other details were documented. No product or data was provided for investigation. The allegation and the probable cause cannot be determined. There was not a complete set of reported glucose values available to search within the Parkes Error Grid calculator. No additional patient or event information is available.

Manufacturer narrative:
(b)(4).Diabetes Mellitus is a known cause of hyperglycemia.